Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), device allergy ("allergy to unspecified ¿fiber¿ of essure / essure allergy") and noninfective oophoritis ("ovarian inflammation") in an unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced allergy to metals (seriousness criteria medically significant and intervention required), device allergy (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), adnexa uteri pain ("ovaries pain"), menstrual disorder ("menstruation period problems"), sexual dysfunction ("not able to maintain sexual intercourse"), vaginal infection ("intermittent vaginal infections"), pain ("general pains"), asthma ("asthma"), headache ("headache"), candida infection ("candidiasis"), alopecia ("hair loss"), onychoclasis ("peeling nails"), nail disorder ("nails problems"), bone disorder ("problems with the bones") and muscle spasms ("leg cramps"). The patients were treated with surgery (removal of essure). Essure was removed. At the time of the report, the allergy to metals, device allergy, noninfective oophoritis, dyspareunia, adnexa uteri pain, menstrual disorder, sexual dysfunction, vaginal infection, pain, asthma, headache, candida infection, alopecia, onychoclasis, nail disorder, bone disorder and muscle spasms outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, asthma, bone disorder, candida infection, device allergy, dyspareunia, headache, menstrual disorder, muscle spasms, nail disorder, noninfective oophoritis, onychoclasis, pain, sexual dysfunction and vaginal infection to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): allergy to metals: n° 364 cases were identified. Device allergy: n° 22 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.